Event description:
A (B)(6) male patient called zoll customer support to report that, while connecting his battery charger to an outlet, the battery charger plug broke. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (plug damaged) has been confirmed. Upon investigation, the battery charger/modem was unable to power up because one of the prongs on the power cord were broken. The root cause for the broken prong could not be positively identified but was likely excessive force while plugging in the charger. No adverse event resulted from the broken power cord prong. The patient rec'd a replacement battery charger/modem.